Event description:
It was reported that the ilet display became progressively unresponsive to touch and the screen exhibited an led crack, consistent with a display damage malfunction affecting the user interface. Symptoms included no injuries or physiological effects. Outcomes included interruption of normal device interaction and the need for product replacement and return of the original device. Investigation included remote troubleshooting and user education, verification of shipping and return logistics, and instructions on device shutdown and data handling. Investigation of this case revealed physical damage to the display assembly that impaired the touch input functionality, aligning with a device display component failure due to damage. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device design or manufacturing.